Manufacturer narrative:
The investigation of stroke/cva has been completed. The returned pump showed no identifiable optical abnormalities were observed in the data logs, the returned pump passed all testing and limited information related to failure was provided. Stroke/cva: strokes/cvas can occur during or after impella support, and can be either ischemic or hemorrhagic. To make a determination as to the cause of the stroke, the following clinical information must be considered: -patient's medical history, including any previous strokes, cardiovascular disease, or risk factors such as hypertension, diabetes, or atrial fibrillation -timing of the stroke in relation to impella support (during or post-implant) -detailed description of the symptoms experienced by the patient -neurological examination findings and any focal deficits observed -diagnostic imaging results, such as CT scan or MRI of the brain, to identify the type and location of the stroke (ischemic or hemorrhagic) -laboratory test results, including coagulation profiles and cardiac markers -any relevant procedural or device-related factors, such as duration and settings of impella support, presence of embolic protection devices, or any documented procedural complications -response to any previous anticoagulation or antiplatelet therapies -evaluation of potential alternative causes of stroke, such as arrhythmias, embolic sources, or underlying vascular pathology as this clinical information was not provided, the true root cause of the stroke/cva could not be determined.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. This complaint is related to another complaint that's being reported impella 5.5 (serial number (B)(6)). As noted in the impella instructions for use: impella cp with smart assist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that the patient was initially on impella cp and then was escalated to impella 5.5, when neurological deficits were noted. A computed tomography (CT) scan confirmed multiple old and new areas of infarct, possibly hemorrhagic and embolic. This case is related to (B)(4) which captures the impella 5.5 new cerebrovascular accident and patient¿s death.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed for optical signal issue. The returned product was inspected and there were no physical abnormalities. There were no broken pins or kinks. The pump passed laser continuity test and had stable 5s parameters. The data logs from the case had just one placement signal low alarm which recovered within seconds. There were no other placement signal alarms or identifiable optical issue patterns. The root cause of the optical signal issue was not determined as no identifiable optical abnormalities were observed in the data logs, the returned pump passed all testing and limited information related to failure was provided a review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B1 product problem. B2 death date updated . B5 updated to include placement signal description. H6 updated to include placement signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2025-28663. B7 other relevant history, including preexisting medical conditions updated. D10 concomitant medical products and therapy dates updated.

Event description:
The complainant also reported that the impella cp aortic placement signal reading was very dampened. The team reset aortic placement without any changes.